Manufacturer narrative:
A ge service rep performed an on site investigation. The steering assembly was evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the steering mechanism handle was difficult to turn. There was no pt injury or death reported.